Event description:
It was reported that the cause of the event was unknown. The patient reported turning off the device at bed time and unable to turn it on after waking. There were high impedances on six electrodes, >10,000 ohms, and it was unknown if this change was due to the battery, leads, or extension. At the time of the report the patient was not yet willing to undergo surgery. The issue was not due to programming or a programmer. X-rays were ordered on (B)(6) 2012, but the patient had not yet completed them. Reprogramming was done on (B)(6) 2012 and the patient experienced "some" coverage, but "not as good" as previously experienced. The patient reported that she was going to be "without problems." The patient turned off stimulation and woke up and it was no longer "functioning." The patient denied any trauma or other significant event. Hospitalization was not required.

Event description:
It was reported that the patient saw the out of regulation (oor) error code on the patient programmer. The patient turned implantable neurostimulator (ins) off last night and this morning (on the call day) when turning it on received the error code. The caller didn't think this was related to a programming issue (was programmed a few months ago). The caller also didn't think this was related to change in programs. The patient didn't have trauma and the therapy had been good until oor code. The patient had a shocking or jolting sensation which had occurred while in bed. The patient confirmed that the ins was turned off at night.

Manufacturer narrative:
Product ID 3778-45, serial# (B)(4), implanted: 2010 (B)(6), product type lead, product ID 3778-45, serial# (B)(4), implanted: 2010 (B)(6), product type lead, product ID 37752, serial# (B)(4), implanted: 2010 (B)(6), product type recharger, product ID 37743, serial# (B)(4), product type programmer, patient product ID 3708160, serial# (B)(4), implanted: 2010 (B)(6), product type extension, product ID 3708160, serial# (B)(4), implanted: 2010 (B)(6), product type extension. (B)(4).